Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported, in an article, that a patient underwent a total vaginal hysterectomy and a procedure to treat pelvic organ prolapse on an unknown date and mesh was implanted. It is reported that post procedure, the mesh at the bottom can be touched but is not exposed and the vaginal mucous membrane is good. The patient was treated with estrogen application and subsequent mesh removal. The patient&#38112;current condition is reported to be fine. Additional information was not provided.